Event description:
It was reported that a patient underwent a posterior lumber interbody fusion (plif). The fixed level was unknown. After the operation, a subsidence of a cage was found, so a revision surgery is to be performed.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.